Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site events on (B)(6) 2024 after 3 or more hours insertion. Infusion set has not been more than 48 hours. The blood glucose level was 183mg/dl. No further information available.